Event description:
Additional information was received. Hcp reported the cause of the event to be refill issue. Also reported a catheter occlusion at the proximal connection. There was no clinical response to the itb therapy. Catheter study performed and results were positive for possible blockage or kink as zero fluid was aspirated. Pump rotor study resulted in negative findings. No results on dose adjustment ¿ small response to 1x bolus 50 mcg. Catheter revision was done. Increase in muscular tone and zero response to itb therapy was reported as signs and symptoms (prior to revision). The patient required hospitalization. Outcome reported as serious life threatening injury/illness ¿ recovered without sequelae. Hcp also reported: revision post op period, patient became unresponsive, pinpoint pupils. Transferred to ICU for monitoring; hypotensive. Narcon and dopamine given and ns bolus as well. Programming effort in or however dosage change should not have constituted and overdose; patient had pump implanted in south africa- hcp have tried collaborating with providers via parents. Documentation did not have medication concentrations documented however it was stated by company representative that ¿500 mcg¿ was what was installed. It has been noted that patient¿s mother had leftover medication in vials from initial implant. They were labeled ¿2000 mcg/ml¿. Based on unclear reports and documentation, hcp removed all drug from the pump and refilled with 500mcg/ml of lioresal. Patient has had excellent response since catheter revision and no issues have occurred with the patient since. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type: programmer, physician. Product ID 8781: serial# unknown, implanted: (B)(6)2012, product type: catheter. Product ID 8731sc. Lot# unknown, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the catheter was revised the day prior to the report and the patient experienced overdose following the revision. The entire catheter was replaced and following the new catheter implant the patient became unresponsive. The patient was taken to the intensive care unit (ICU) and was doing better at the time of the report. The patient's spasticity had returned because the pump was programmed to minimum rate and the catheter was cleared. Per the programming strip, the priming volume that was programmed included the pump tubing volume which should not have been used as the pump was not replaced, only the catheter. Therefore an additional 0.199 ml (99.5 mcg) was delivered in the priming bolus.

Event description:
It was reported that the patient never had therapeutic effect and there was a volume discrepancy problem. The actual residual volume (erv) was greater than the expected residual volume (erv). The discrepancy was discovered at the first refill after implant. The arv was 18ml and the erv was 5ml. The patient's implant was in late june. The patient was initially implanted out of the us and had returned to the us and had been programmed with dose increases several times since then. The initial dose was approximately 40ug/d and had been increased up to 236ug/d. The pump logs had been reviewed and they looked normal. Dose increases were done on (B)(6). When a bolus was programmed, a positive clinical response was confirmed. The healthcare provider (hcp) aspirated catheter which was patent and did a pump roller study, with no anomalies noted. The hcp noted that the pump looked like a 40ml pump under fluoroscopy, and not a 20ml pump. The pump measured 25mm. It was later reported on (B)(6) 2012 that there was a volume discrepancy where the arv was less than the erv. It was unclear if there was an additional discrepancy, or if the previous discrepancy arv and erv volumes were reported incorrectly. As of (B)(6) 2012 the hcp was still trying to troubleshoot the pump. It was noted that the hcp did not see any logs before (B)(6) 2012. The hcp further stated that they had very little info on how the implant was done in south africa, and 'they do know this was the neurosurgeons first pump implant <(>&<)> states there was a lot of human error potential.' The hcp was questioning if a catheter prime may have been omitted. It was noted at that time that there was some difficulty when aspirating from the side port. Although the patient did have a positive bolus response, the patient was noted to be at a point of 'not having any effects of the medication". The reporter stated that the patient was getting "something" but it was "not effective obviously". As of (B)(6) 2012, the patient was "hanging out", "doing good" <(>&<)> was "stable". The hcp was contemplating further volume discrepancy checks and diagnostics. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.